Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a dexcom g7 after an infusion set issue, including a bent cannula and difficulty applying a cd infusion set, which led to a full supply change and subsequent ambulance transport and hospital admission where insulin was administered intravenously. Symptoms included hyperglycemia with disorientation and thirst. Outcomes included hospitalization, serious illness, delay to therapy, and the need for additional medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified characterized as an improper or incorrect procedure or method involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user reported recovery and subsequent resumption planning with clinical support.

Manufacturer narrative:
Initial.